Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer reported a problem with the right eye not displaying at the surgeon side console (ssc). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed and discovered multiple errors 23/40067 in the logs. The nurse mentioned they attempted to reseat the blue fiber cable (bfc) while the system was on. The tse guided them to perform a hard power cycle of the ssc and clean the bfcs on both the ssc and vision side cart (vsc) side. Despite these actions, the right high resolution stereo viewer (hrsv-r) of the ssc remained black, though the team could switch between both eye views using the vsc. The operating room (or) team was using the vsc to view the endoscope view. The nurse later called to confirm that all remote troubleshooting steps were exhausted. The tse instructed the nurse to power down the system, disconnect the bfc at the ssc, and then power the ssc only, but the hrsv-r remained black while the left hrsv was illuminated. The field engineer would be dispatched to further investigate and address the system problem. No known impact or patient consequence was reported. At this time, it is unknown how the procedure was continuing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was not related to the loss of the video signal of the hrsv. The probable root cause of the problem was identified as a defective backlight of the right monitor inside the hrsv.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that could related to the complaint. The high resolution stereo viewer (hrsv) was installed onto the golden system and upon powering it on, there was no image display. The unit was completely blacked out. The complaint was successfully replicated. Based on these findings, the failure of the hrsv monitor was identified as the root cause.